Manufacturer narrative:
Voluntary medwatch report received: mw5166180.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to performance issue. The patient had no adverse consequences.